Event description:
The customer requested the attendance of an olympus endoscopic support specialist (ess) on-site for an endoscope reprocessing education refresher regarding the evis exera iii gastrointestinal videoscope. There was no patient harm associated with the event.

Manufacturer narrative:
An olympus endoscopic support specialist (ess) was on-site for an endoscope reprocessing education refresher as requested by the user facility. While conducting cleaning, disinfection and sterilization in service of bedside cleaning, ess observed the facility was not using wall suction with suction cleaning adapter during manual cleaning, and lack of flushing through the water auxiliary unit. Ess reviewed reprocessing steps with facility staff. The customer agreed to secure canister and suction tubing attachments in order to properly conduct the suction step during manual cleaning moving forward. The device is not expected to be returned for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The endoscope support specialist (ess) was onsite 27 march 2023, the staff also performed a return demonstration to show they understood the process. The ess reported that the customer currently uses a non-olympus leak tester. However, the ess covered the mu-1 leak test verbally with staff. The customer also understood that the olympus reprocessing manuals are the validated source of instructions. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to the user understanding differed from olympus recommendation in device handling and reprocessing steps. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.